Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 176 mg/dl at the time of the call. The customer stated that they did not want to return the reservoir back for analysis. The customer was advised to change their sets as soon as possible and to call the help line if they discovered that they had a bent cannula. No further information was provided.